Event description:
It was reported that the lead perforated the patient's heart and cardiac tamponade ensued. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.